Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that upon inspection of the returned product, black spots were observed under the cuff and in the airway balloon of the tracheostomy tube. Refer to the attached image for visual clarification. As part of the manufacturing process all devices are 100% inspected by assembly operators for contamination and a sample of the finished lot is inspected by a quality inspector for contamination. Prior to the packaging operation, an assembly operator checks the obturator protrusion on each device, and a quality inspector checks and records the obturator protrusion on a sample of the lot. The investigation confirmed the alleged defect but did not identify a manufacture root cause. The alleged defect likely was introduced after the product was removed from the packaging. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that after the routine change mold was found in the cuff and at the valve connection (blocking valve) of the tracheal cannula after routine replacement during the removal of the cannula. The tracheal cannula was reusable and was reprocessed up to 10 times. Prior to insertion the tracheal cannula was cleaned and stored according to the instructions provided by the provider and in accordance with the user manual. The cannula had been reprocessed for approximately 4-5 times. There was no human harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.